Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pump exhibited a primary audible alarm with background test. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection of the device found that the top case was chipped at the front corners. Tamper seal was also broken. There was no evidence of the error recorded in the event history log (unable to download). The investigation was unable to duplicate the primary audible alarm post error at power up. No fault was found as they were unable to determine the intermittent of the error. It was recommended that the speaker be replaced as preventative measure. The root cause of the reported problem was undetermined. The interconnect board was carefully inspected and no physical or any other damaged was found with the device. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.